Manufacturer narrative:
Tightness test fails due to a defective expiratory valve. The valve was replaced.

Event description:
Hamilton medical ag received the following event description: unit do not pass pre-op tightness test check.

Manufacturer narrative:
Tightness test fails due to a defective expiratory valve. The valve was replaced. Additional information added in follow-up #1 (B)(4). Field updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective expiratory valve. After replacing the expiratory valve, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the expiratory valve could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following event description: unit do not pass pre-op tightness test check.